Manufacturer narrative:
The investigation for the ventricle perforation has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. Per the clinical account, the perforation occurred during graft anastomosis and manual manipulation of the heart. The root cause of the ventricle perforation issue was use related to improper technique.

Event description:
Additional information was reviewed pertaining to the outcome of the patient. Following the perforation repair, the patient was converted back to ECMO support from cardiopulmonary bypass. Despite the successful repair, it was noted that flows were not optimal and the maintenance of the patient's volume was difficult. There were no noted bleeds to account for the volume loss and there was minimal native heart function in-spite of utilizing multiple stimulation techniques. Due to the ongoing poor condition of the patient, the decision was made to transfer the patient comfort care. The patient passed away within three hours of admission to the unit. A definitive relationship between the perforation and patient's passing was not established.

Manufacturer narrative:
Additional information added to b2, b5, h1, and h6 to coincide with the report of the patient's passing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported that impella 5.5 was implanted and it appeared to be in a good position under trans-esophogeal echocardiogram (tee). However, imaging also showed that the impella perforated the left ventricle (lv) during distal graft anastomosis and manual manipulation of the heart. The surgeon had to intervene and successfully repaired the ventricle.